Event description:
The clinic reported that a laser vision correction patient presented with far/near eye reversed from what patient was expecting even though it was reviewed at preop and day of surgery by front desk and surgeon. Both eyes were affected. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of reading seems to be different. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/25 -3.75 x -.25 x 85, left eye pre-op 20/25 -4.50 x -1.00 x 115. It was reported that patient will required intervention in 90 days.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.